Event description:
The patient reported that during re-charging sessions, the device battery became hot and the patient felt tingling sensations and developed welts. See manufacturer report 3004209178200700614.